Event description:
The customer observed a high architect hepatitis b surface antigen false positive rate (3/20 cases). The customer centrifuged the specimens and when retested, were negative. The customer provided one example of the high reactive rate: initial 0.6 iu/ml, retest: 0.00 iu/ml. The abbott field service engineer (fse) checked the log and mentioned there was a possibility the cause was the reaction vessels (rv's), lot 69060p100. The fse performed maintenance and did not find a problem, however, he checked the log and observed significant peaks that was different, rather than unusual. The customer was advised to change the pre-trigger, trigger and level sensor, and the customer was sent another lot of rv's. The customer stated the issue was resolved after the change in lot of rv's. The customer support center requested a check of the history and asked for the log and suspect rv's. Patient results were not reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that the customer was treated by a nurse due to hypoglycemia. The reported blood glucose reading was 46 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. Prior to the event, a 12 unit bolus was delivered by the insulin pump. Nothing further was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.